Event description:
Patient's fasttake meter was reading inaccurately high. They reported receiving high glucose readings for the past week and in the morning felt hypoglycemic, trembling, sweating, and had a headache. They tested blood sugar and obtained a reading of 16.2 mmol/l. Although this reading was high they treated themself for low blood sugar. They felt better afterwards. They also reported that they ran two control tests and that both failed high. The meter has been replaced for the customer. No further information has been provided.